Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call low battery alert and physical damage on the insulin pump. Customer's blood glucose level was 160 mg/dl. Troubleshooting for cosmetic damage was performed. Customer advised they taped the reservoir to keep it in place as the reservoir collar had broken off. Customer advised when the down button was pressed to fill the tubing insulin would not come out. Troubleshooting for low battery was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and the operating currents within specifications and no low battery alerts noted. However, the insulin pump was received with reservoir tube lip completely broken off; the reservoir does not stay locked in and was missing the reservoir tube o ring. The insulin pump had minor scratches on the lcd window and cracked case at reservoir tube window corners.